Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position the knot was unable to be confirmed as it could not be replicated in a testing environment. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 12fr and during the evar procedure, the sheath was upsized to 18fr. Reportedly, the knot would not advance. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.